Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the swg was kinked so that they could not insert it during use. Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred. Additional information: the issue occurred when advancing the wire into the ars. The rep was unable to visualise the kink but the customer reported it to be kinked.

Event description:
It was reported that: the swg was kinked so that they could not insert it during use. Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred. Additional information: the issue occurred when advancing the wire into the ars. The rep was unable to visualise the kink but the customer reported it to be kinked.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was not confirmed through investigation of the returned sample. The customer returned one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed no obvious defects or anomalies with the returned components. The distal j-bend appeared slightly misshapen but was intact. Microscopic examination revealed that the welds were secure and intact. Visual and microscopic examination of the ars and introducer needle revealed no obvious defects or anomalies. The overall length of the guide wire measured 1002 mm via calibrated ruler which was not within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter (od) measured 0.882 mm via calibrated micrometer which was not within the specification limits of 0.788-0.826 mm per the guide wire product drawing. This suggests that the customer either returned the incorrect guide wire or reported the incorrect material number. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed on the reported lot and no relevant findings were identified. Based on these circumstances, the probable cause could not be determined based on the discrepancy between the returned guide wire and the reported material number. Teleflex will continue to monitor and trend for reports of this nature.